Event description:
It was reported that at the end of the procedure, air was infused into the pt. The pt expired one day later. It was reported that the perfusionist turned off the level/bubble detector and did not monitor the reservoir blood level.

Manufacturer narrative:
Sorin group (B) (4) manufactures the caps heart lung machine. The incident occurred at (B) (4), (B) (4). This medwatch report is filed on behalf of sorin group (B) (4). Please note that this MDR is being filed late due to a recent change in sorin group (B) (4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. It was reported that at the end of the procedure, air was infused into the pt. The pt expired one day later. It was reported that the perfusionist turned off the level/bubble detector and did not monitor the reservoir blood level. A team of sorin experts and independent heart lung machine experts evaluated the equipment. No defects were found. The result of the investigation determined that it was possible the incident occurred because the perfusionist turned off the level/bubble sensor and did not monitor the blood level in the reservoir. According to the safety plan regulation, recommended by (B) (4) global harmonisation task force, this was not a reportable event. However, this medwatch report is being filed as a result of the pt's death and clinician's allegations.